Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing a shocking sensation and a changed in stimulation in the rib. X-ray revealed that the leads were migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.